Event description:
It was reported that during the implant procedure, the guidewire stuck inside the inner lead lumen and could not be removed. The lead was explanted and replaced.

Manufacturer narrative:
Analysis was normal.